Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for implant migration. Elevated ion levels and tissue blackening were also reported. Update received 03/05/2014: this patient, who is bi-lateral, contacted depuy's legal department to file a claim. He indicated that he experienced pain and "shifting" of his right hip for a considerable amount of time and was revised on (B)(6) 2014. He had bloodwork done in february that he said showed very high co and cr levels, but he did not know the specific levels. He also indicated that xrays at that time showed that the cup was "out of place." He also states that the surgeon found "lots of black tissue and metalosis." There is no new information that affects the MDR. Update rec'd 03/19/2014: patient's medical records were received. There is no new information that would change the existing MDR decision. This complaint was updated 04/08/2014. Update rec'd 6/10/2014: litigation papers received. There is no new additional information that would affect the outcome of the investigation. Update rec'd 10/15/2014: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated cup loosening with migration, metallosis, and two loose screws and one of them that was broken and wasn¿t able to be removed. Lab results from (B)(6) 2014 indicated the patient had cobalt and chromium levels significantly higher than 7ppb. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/9/2014.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The ap of the pelvis shows bilateral hip arthroplasties with the right acetabular component in a vertical position with what appears to be 2 screws present. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.